Event description:
Edwards received additional information indicating the reason for re-operation was due to stenosis.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of eight (8) years, one (1) month. The reason for re-operation is unknown. The 26mm transcatheter valve was implanted successfully. No additional details provided.

Manufacturer narrative:
Attempts to receive further information regarding the nature of the explant have been made; however, no additional information was received. The surgical valve was not returned to edwards for analysis as it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.